Event description:
It was reported that an ilet user experienced an occlusion while using a contact detach infusion set, resulting in obstruction of insulin flow and a subsequent high blood glucose last recorded at 401 mg/dl. After a successful piston dry run the user received an ¿unable to proceed¿ alert, completed a full supply change with a new cd 23" set, observed drops, and resumed insulin delivery. Customer care provided support that included communication and guided remote troubleshooting with the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem consistent with an occlusion that resolved after the supply change. Symptoms included hyperglycemia with diaphoresis and dry mouth. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.